Event description:
It was reported that a patient experienced an arrhythmia, myocardial infarction, ischemia, st segment elevation, cardiac arrest, heart block and vasospasm. It was reported that farawave was selected for use during a af ablation. Prior to procedure start patient was having to be hemodynamically supported due to hypotension (ef 35-40%). Underwent procedure at physicians' discretion. Ablated left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), right superior pulmonary vein (rspv) following optiwave workflow. Right inferior pulmonary vein (ripv) was engaged and four flowers were done, physician was moving into basket to finish the last four lesions. At the time of the fourth flower, physician noticed st segment elevation in inferior leads and heart rate increase. Ruled out air emboli with angiography. Interventional cardiology (ic) paged and started left heart catheterization (lhc). During lhc, patient went into pulseless electrical activity (pea) and compressions were started following acls protocols along with pharmacological interventions. Lhc resumed, paused compressions to get a contrast shot of the right coronary artery (rca), confirmed rca vasospasm. Patient went into ventricular fibrillation and was shocked once. Ic team then placed an non-boston scientific heart pump device to support hemodynamics, non-boston scientific sheath and farawave catheter removed from left atrium at this time. Lhc resumed, and patient was given intracoronary nitroglycerin. Vasospasm resolved. Ic team then placed a swan for a right heart catheterization (rhc). At the time of this writing, patient currently hemodynamically stable in procedure room on heart pump and vasopressors (neosynephrine, epinephrine, nitroglycerin and others - not disclosed). The patient was admitted to ICU following procedure end due to this complication. The patient had recovered and was discharged from the hospital. The product is not expected to return, as it was retained by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.